Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One safari guidewire was returned for analysis. As received, the specimen consisted of one each clinically used, damaged safari wire 300cm sml crv; returned coiled, loose and double-bagged in "zip-lock" style poly biohazard pouches. The specimen presented a ductile, tensile overload fracture of the core wire near the distal tip weld and stretching of the coil wraps extending from 30.0cm from the distal tip to approximately 175.3cm from the proximal end. The coils distal of the stretch damage present indications of compression loading manifested as increased diameter. The specimen also presented multiple bends of varying severity and frequency scattered over the length of the device. The coil wraps adjacent to the distal tip weld were stretched to reveal the distal aspect of the core wire ductile, tensile overload fracture 0.30mm from the distal tip weld mass. It was not possible to assign a definitive root cause for the event as reported; however, the damage presented suggests the distal region of the device came into a constraint condition and sustained the overload fracture during subsequent manipulation of the wire and companion device. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is expected to be returned for failure analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. Waiting product return.

Event description:
The procedure was over, and they were pulling the lotus device out and the wire was still in the device. So when they brought it out of the patient, they were pulling the wire out of the device and the wire itself uncoiled. It's at the very end of the case when everything was coming out of the patient.